Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, hospitalization and that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 895 mg/dl. Customer experienced diabetic ketoacidosis, nausea, faintness, body aches, they saw stars and treated their high blood glucose levels via manual injections. Customer was admitted into the (B)(6) on (B)(6) 2018. Troubleshooting for the alarm was performed. Customer was unable to exit the preparing to prime loop. Customer advised during the seating of the force the sensor did not detect the reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.